Event description:
The tech alleged the head of the bed would drift down slowly over time. No reported injury.

Manufacturer narrative:
The hill-rom tech replaced the head down valve to resolve the issue.